Event description:
During an ng [nasogastric] tube insertion, it was discovered that the ng tube, near the reflux valve tubing was defective. Once inserted it was noted that the stomach contents began leaking out of the tubing. The ng tube was removed without incident, and the product was inspected by the clinical practice specialist and materials management. A hole near the reflux valve tubing where it connects to the main tubing. There was no patient harm.